Event description:
During insertion of the first implant, the head became distorted and had to be cut off. During insertion of the second implant, the implant broke into two pieces and was completely removed. The body of the first implant remains in the patient's bone. Surgeon used a different implant to complete the case. The hospital reported no adverse consequences as a result of this event. This device is used for treatment.